Manufacturer narrative:
The customer declined to have their glidescope core 10-inch monitor returned to verathon for evaluation. The customer's biomed "ran the unit through a number of tests and was not able to replicate the issue. The unit was put back into use and no further issues have been reported." Should additional relevant information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the image on the monitor "froze up". No delay in the procedure, use of a backup device, or harm to the patient or user was reported.